Event description:
Kimberly-clark received a report stating there were two events of the mic-key button stem breaking in half resulting in the balloon segment of the device being retained in the patient's stomach. The patient's mom is unsure if the patient pulled at the feeding tube. The patient is under nursing care daily, and is routinely given an enema every other day for medical management. The patient's mom is unsure if the balloon was passed in the stool and has not checked the patient's stool to confirm if the device has been excreted. The patient's mom is not with patient at all times, especially when nursing care is being provided. She is unsure if the balloon may have passed in the stool during those times in which nursing care is provided. No additional information was provided in regards to the patient's status and the need for medical intervention. This is the second of two reports in which the mic-key button stem broke in half resulting in the balloon segment of the device being retained in the patient's stomach. Refer to report 9611594-2014-00128 for the first report.

Manufacturer narrative:
(B)(4). Evaluation of the returned complaint product is in-progress. A review of the device history record is not possible as no lot number was provided. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).